Event description:
User reports that due to her regular and frequent contact with latex gloves she has developed a type-I latex allergy. She states that she used gloves made by several different glove mfrs.